Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).